Event description:
It was reported that in 2007, the patient experienced background noise. She went to the clinic to exchange all the external parts. After that testing was ok and the background noises disappeared. On three days later, the background noises appeared again. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR. For evaluation. When available, a device failure analysis will be submitted as a follow-up report.